Event description:
Healthcare professional (hcp) reported a patient was injected in nasolabial folds (0,5ml injected per side, injection in nl1,nl2 and nl3) with juvéderm® volux¿. Two days later, patient experienced pimples on the nose that turns to haematomas and pustules on nasolabial folds, nasal wing and forehead. Symptoms on going.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.